Manufacturer narrative:
D2b - pro code (product code): obj.

Event description:
It was reported that catheter issue occurred resulting in dissection. The patient presented for a high-risk, complex, procedure. An opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During pullback, the catheter wrapped around the guidewire, making it impossible to remove the catheter over the wire inside the vessel. The entire system was withdrawn, and once outside the body, it was noted the wire had turned into a spiral. The physician believes the catheter wrapping around the wire caused a dissection in the vessel. The physician was unable to wire into the true lumen and unable to treat the dissection. The patient remained stable, so the physician opted to stop the procedure. The patient is expected to fully recover.

Event description:
It was reported that catheter issue occurred resulting in dissection. The patient presented for a high-risk, complex, procedure. An opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During pullback, the catheter wrapped around the guidewire, making it impossible to remove the catheter over the wire inside the vessel. The entire system was withdrawn, and once outside the body, it was noted the wire had turned into a spiral. The physician believes the catheter wrapping around the wire caused a dissection in the vessel. The physician was unable to wire into the true lumen and unable to treat the dissection. The patient remained stable, so the physician opted to stop the procedure. The patient is expected to fully recover. It was further reported that the patient did not have any further complications.

Manufacturer narrative:
D2b - pro code (product code): obj, itx.